Manufacturer narrative:
The reported complaint of the icy catheter (lot # 198849) suspected leak was not confirmed during the visual and functional testing of the returned icy catheter. No issues or discrepancies were found. No leak, no damage, no device malfunction was observed during testing, and the catheter functioned as intended. Functional testing of the returned catheter was performed. All infusion ports and lumens were flushed without resistance. During the functional pressure leak test, the catheter was connected to a pressurized inflation device, and the balloons were fully inflated when pressurized up to 100 psi; no leak and no issues were found on the catheter. The balloon did not leak during testing. In addition, the returned catheter was connected to a known- good suk and ran on a peristaltic pump for 10 minutes at a high-speed rate. No leak was observed, and the catheter functioned as intended. During further functional testing, the returned catheter was connected to a known-good suk and ran on the thermogard console system, running in the max warming mode with a target temperature at 37°c for 60 minutes and running in the max cooling mode with a target temperature at 35°c for 60 minutes. No leak was observed on the catheter. The balloons were properly warming during the warming mode and cooling during the cooling mode. The red pinwheel of the suk was spinning as normal. No problem was found, and the catheter functioned as intended

Event description:
Ivtm therapy was initiated using an icy catheter (lot# 198849). During the therapy's fever mode, the console displayed an air trap alarm, and the saline bag (with approx. 200ml) was found to be empty. Consequently, the therapy was discontinued, the catheter was removed, and no alternative temperature management therapy was administered. According to the reporter, the console remains fully functional and ready for clinical use. The patient's status information was requested but the customer did not provide a response.